Event description:
Boston scientific received information that this device was explanted and returned after 26.2 months of implant time for an unspecified reason. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial testing noted the device had no output and no telemetry. Microscopic visual inspection confirmed a shorted condition and damage consistent with overstress due to external shock into the leads. This type of damage may occur when the device is subjected to the application of an external defibrillation shock. It is concluded that the no output and no telemetry condition was a result of electrical overstress damage to an internal device component which was induced in the field. No other adverse events have been reported. This product issue will be updated if additional information is received.